Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off during monitoring. No patient impact or consequences were reported.

Event description:
The customer reported the device turns off during monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage. The device was able to power on using both ac and battery power. Shortly after powering on a 10 beep watchdog alarm is triggered. In this condition the device is unable to obtain measurements. Internal inspection found shorts on the instrument board causing the voltages to be out of range. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.